Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had motor error and scratches on screen make it difficult to read. The customer¿s blood glucose level was unknown. Customer stated insulin pump had no delivery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump received with minor scratches on lcd display window noted. Unable to prime during prime test due to faulty force sensor resistor (gold). Insulin pump passed basic occlusion and displacement test. Unable to confirm motor error alarm due to prime anomaly. The motor was tested outside of the device and passed. Insulin pump passed self test. No missing segments noted.